Event description:
It was reported that during the implant procedure, the seal of the ra connection on the device's header was not properly closed when attempting to connect the atrial electrode. However, the rv and lv seals were confirmed to be intact. Consequently, the device was replaced with a new one to finalize the procedure. There were no reported adverse effects on the patient. The device is anticipated to be returned.

Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that during the implant procedure, the seal of the ra connection on the device's header was not properly closed when attempting to connect the atrial electrode. However, the rv and lv seals were confirmed to be intact. Consequently, the device was replaced with a new one to finalize the procedure. There were no reported adverse effects on the patient. The device is anticipated to be returned. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.